Event description:
"This report presents the case of a male patient with thrombophilia in whom the vtcf failed to expand completely after conversion, resulting in ivc occlusion and the development of avute deep vein thrombosis (dvt) in the lower limbs."

Manufacturer narrative:
Note: product reference 4435140 is not cleared for sales in the USA, but it is similar to product reference 5010028 cleared under #510k152765. The complaint concerns 1 unit of venatech tm convertible tm filter row reference 4435140. The batch number involved in this incident is unknown. Device history record: as the batch number is unknown, it was not possible to review the batch record number, nor the raw material documentation. Summary of investigations: the involved device was not returned for investigation. X-ray images review: on these images, we can see the upper filter's leg partially opened. An image shows the intervention with a balloon to completely expend the filter's legs. On the 3rd image, the ivc is partially occluded, 3 months after the intervention. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the involved sample and more information, the exact root cause of the filter's incomplete opening cannot be identified. Conclusion: no thorough investigation can be performed with the received elements. If a new conclusive element becomes available, the complaint will be reopened for further evaluation. This type of incident is rare. No actions plan is foreseen at that time.